Manufacturer narrative:
The investigation is in progress. Samples have been received, but have not yet been evaluated. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. (B)(4).

Event description:
A surgeon reported that during a procedure, irrigation came out of the valved trocar cannula as if it were a non-valved cannula. The issue resolved after the product was replaced. There was no harm to the pt.